Manufacturer narrative:
No button error alarm was noted during testing. The pump had unresponsive buttons due to corroded keypad traces. Unable to perform operating current tests or verify the low battery alarm due to the unresponsive buttons. The pump also had minor scratches on the lcd window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm. Customer's blood glucose was 76 mg/dl. Customer stated that she had the pump on when she was working out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.